Event description:
It was reported that the rigid video laparoscope exhibited dark image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage, dents and scratches on distal end objective frame, unstable image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction dark image could not be determined. However, the most probable cause of additional malfunctions: the unstable image was due to the loose handle rotation, and the distal fibers breakage, dents and scratches on distal end objective frame was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.